Event description:
It was reported that 5mm monopolar cautery instrument had misaligned threads right out of the box. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of threads are misaligned cannot be confirmed. Instrument was returned with the monopolar adapter piece broken off at the distal end. This piece contains the threads that mate with the disposable cautery tip. Monopolar adapter broke off at the interface with the metal wrist adapter. Conductor wire is also broken as a result of the adapter breakage. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.